Event description:
As reported, dirt was found in the packaging of a ncircle tipless stone extractor when the device was first received. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6), postal code = (B)(6). E3: occupation = quality assistant g4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 investigation ¿ evaluation as reported, dirt was found in the packaging of a ncircle tipless stone extractor when the device was first received. The device did not make patient contact. Reviews of the complaint history, device history record (DHR), quality control (qc) procedures and visual inspection were conducted during the investigation. One, unused, ¿ncircle tipless stone extractor¿ was returned for investigation. Visual examination confirmed a speck of dirt or fuzz was inside the package on the plastic tray. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot relevant to the failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. While the device was not manufactured to current specifications, because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was a manufacturing deficiency; employee awareness of the issue has been conducted. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.